Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: breakage of a ventricular drainage tubing at the connection level. Change of the tubing. Infection risk.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected and biological debris was noted in the tubing. The eds iii was irrigated, no occlusion was noted. Biological debris was flushed out of the eds iii system. No leaks were found. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause of the problem reported by the customer could not be determined. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.